Event description:
Manufacturer received a report from outside the u.s. Regarding a malfunction of a transactive plus ceiling lift. At the top of the lifting range, as the 4-layer part of the strap touched the lift, the layers tore the stitching apart at the closed loop holding the carry bar. Once the 4 layer strap tore the stitching, the loop no longer existed causing the carry bar to no longer be supported. A patient was hooked onto the carry bar at the time, because the incident occurred over top a bed, the patient fell onto the bed without injury. No injury or illness had been reported with the use of this device. It was determined that a limited batch of straps used between november 1, 2004 and january 31, 2005 was incorrectly sewn with 4-layers rather then 3-layers in the loop that attaches the lift strap to the carry bar. Please see attached incident report summary. Following this investigation, notification letters, along with a replacement strap, were sent out to each u.s. Distributor on may 3, 2005. The distributors were required to send back a confirmation of action form. Please see attached examples of this letter and form.

Manufacturer narrative:
The 4 layer strap was too thick to fit inside the switch assembly. When the 4-layers got jammed at the entrance to the switch assembly, the amount of torque required for the stitching to tear was less then the fuse rating. Hence, the motor kept on winding until all the stitching tore. Therefore, it is highly recommended that all transactive plus units manufactured between novermber 1, 2004 and january 31, 2005 have the strap changed from a 4-layer strap to a 3-layer strap.